Manufacturer narrative:
Investigation: ths issue of the x300 system displaying error message and shutting down during study was investigated. After the software reloaded, the problem disappeared. The root cause of the issue is inconclusive because the symptom could not be reproduced during in-house testing, and defects were not found with the provided logs.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that in the middle of a vascular exam, the sonographer was scanning the patient when the ultrasound system displayed an unspecified error message and then subsequently shut down. It is unknown whether the patient was provided sedation. The sonographer restarted/rebooted the system to restore the functionality and continue and complete the exam. There was no loss of data and there was no patient adverse event reported. No additional information was provided.